Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The field service representative (fsr) inspected in the instrument and replaced multiple parts including the cuvette segment. No additional discrepant result issues have been reported since the cuvette segment was replaced. Return testing was not completed as returns were not available. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending of the cuvette segment did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(4) or the cuvette segment was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for one sample. The following data was provided (customer¿s reference range: 134 to 146 mmol/l, units of measure is mmol/l): (B)(6) 2021 sid (B)(6) initial sodium result = 109.893, repeats = 135.001 and 136.036. No impact to patient management was reported.